Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, the valve was deployed at the top of the pulmonary artery, and the outflow was deployed towards the right pulmonary artery. Afterwards, rows 3-6 were deployed, and the outflow of the valve did not rise, and a kink occurred at the junction while it was caught in the bifurcation of the right pulmonary artery. The implanting team tried to remove the kink by pulling tension on the valves stent frame, but the kink remained. The valve was subsequently re-sheathed by pulling the valve into the non-medtronic (dry seal) sheath. Recapture was performed without any problems in the right ventricle. The system was withdrawn. A new valve was loaded onto a new delivery catheter system (dcs). Deployment started within the right pulmonary artery. It was confirmed that the outflow of the valve was deployed normally in the main pulmonary artery. Deployment of rows 3-6 were performed. The valve was implanted without any problems. No paravalvular leak (pvl) was observed, and the pulmonary gradient was approximately 5 millimeters of mercury (mm hg). The procedure was completed. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10:  product ID harmony-dcs (lot: 0011945523); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 conclusion: the device history record (j080601) and stent record were reviewed. The device was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. Frame anomaly events are typically related to patient anatomical factors (i.e., calcification level, annulus anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). In this case, the kink was reportedly due to too much forward tension being applied to the proximal handle during the implant. Ultimately, the valve was resheathed and removed from the patient and another valve was used for the procedure without any further issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: intra procedural fluoroscopic images were provided for review. According to the media files provided, there is evidence of an important kink in the frame so re-sheathing of the valve was necessary as a bailout. The second attempt was performed with an acceptable result. The patient¿s executive summary was not provided for anatomical review. Updated: h6 correction: this is a system report. The section d information is for the primary device, which was in use with the following: product ID: harmony-dcs (lot: 0011945523); ubd: 2024-sep-07; UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 conclusion: it was reported that during the implant of this transcatheter pulmonary bioprosthetic valve, the valve was re-sheathed b y pulling the valve into the non-medtronic sheath. Various potential factors that can influence positioning difficulty include substantial variability within the native right ventricular outflow tract (rvot) space, the anatomy landmark visibility can be challenging due to imaging angles, large anatomical variation between patients regarding size and morphology and several others. In this case, the physician recaptured the valve due to a kink occurring in the valve. Based on the limited information available, an assignable root cause of the positioning difficulty cannot be determined and a relationship to the delivery catheter system (dcs) could not be established. There was no information to suggest that a device malfunction or a failure to meet manufacturing specifications was related to these events. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Third paragraph added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, the valve was deployed at the top of the pulmonary artery, and the outflow was deployed towards the right pulmonary artery. Afterwards, rows 3-6 were deployed, and the outflow of the valve did not rise, and a kink occurred at the junction while it was caught in the bifurcation of the right pulmonary artery. The implanting team tried to remove the kink by pulling tension on the valves stent frame, but the kink remained. The valve was subsequently re-sheathed by pulling the valve into the non-medtronic sheath. Recapture was performed without any problems in the right ventricle. The system was withdrawn. A new valve was loaded onto a new delivery catheter system (dcs). Deployment started within the right pulmonary artery. It was confirmed that the outflow of the valve was deployed normally in the main pulmon ary artery. Deployment of rows 3-6 were performed. The valve was implanted without any problems. No paravalvular leak (pvl) was observed, and the pulmonary gradient was approximately 5 millimeters of mercury. The procedure was completed. No adverse patient effects were reported. Additional information was received indicating that the kink occurred at the row 2/3 junction. Additional information was received that the valve was conforming to the patient's anatomy, and there was nothing in terms of anatomy that contributed to the kink. Per the physician, the kink was due to the valve being pushed toward the distal side due to too much forward tension being applied to the proximal handle during the implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that the kink occurred at the row 2/3 junction.